Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
In (B)(6) 2015, the pump went dry and the patient went through withdrawal. The patient had nausea, vomiting, sweating, and was in a lot of pain; the patient was really sick. The patient had to go to the ER (emergency room). The patient went back to his physician and they refilled the pump. The pump was delivering dilaudid and 3 other drugs. The reporter did not know the names of the drugs.